Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing bent infusion set cannulas and elevated blood glucose of 300 mg/dl while using the infusion sets. Her normal blood glucose level is below 200 mg/dl. She noticed elevated blood glucose after 2-3 hours of inserting the headset. She treats elevated blood glucose by bolusing. She uses the insertion device to insert the infusion set headset. The pt did not require treatment from a health care professional or second party to address the issue. Alleged product was discarded. No product will be returned for eval.